Manufacturer narrative:
H4: the lot was manufactured between july 22, 2021 - july 26, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed two droplets of fluid inside the device housing which resemble condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume ce infusor leaked. This was further described as the product ¿contained some fluid droplets within the overpouch¿. The product was still sealed in the original packaging when the issue was noted. The device was filled with fluorouracil, 5175mg in glucose 5%. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.